Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance in unipolar configuration. It was noted that the rv lead had perforated the ventricle. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.